Event description:
Abiomed field service representative reported the user facility's automated impella controller (aic) was cracked and needed repair. The user facility sent in the affected aic for investigation and repair.

Manufacturer narrative:
The investigation into the cracked automated impella controller has been completed. The user facility returned the device. The root cause of the crack was use related. The failure modes will be monitored and trended.